Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 60mm acetabular psl cluster cup. Additional devices noted are an unknown ceramic 36mm insert, alumina +5 36mm head, and screw. The initial reported indicated that no records would be made available due to hospital policy. Therefore, exact cause of the event could not be determined.

Event description:
It was reported that the patient had a right hip revision due to pain.